Manufacturer narrative:
Concomitant products: lasso navigational variable eco catheter, model #: d-1343-02-s, lot #: 16044550l. Soundstar catheter, model #: m-5723-05, lot # 80146835000139. Deca navigational catheter, model #: d-1285-02-s, lot #: 16054160m. Carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No.: (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade and a steam pop, which required surgical intervention. The patient¿s medical history is unknown. The patient suffered the cardiac tamponade during ablation of the right atruim (ra). The physician had completed ablation of the pulmonary veins in the left atrium (la) before returning to the ra to ablate. A steam pop was heard during ablation of the tricuspid isthmus near the coronary sinus and the blood pressure cuff was recycled. The blood pressure dropped after about 3-5 minutes after the steam pop. The cardiac tamponade was noted on intracardiac echocardiography (ice). The procedure was stopped. A pericardiocentesis was then attempted without success. The patient left the ep lab stable and went to surgery. The surgery was successful. The patient was reported to be in stable condition at the time the complaint was reported and was held for observation according to hospital protocols. There is no further information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The product has not been returned. The product investigation is pending. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.